Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire was returned, and it was observed that the distal tip was detached. No other damages were observed. Microscope inspection revealed that the distal tip of the guidewire was detached. Dimensional inspection revealed that the length of the guidewire was 75" is not the length specification is: 78.74".25". The length of the detached section is 3.78". No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire was fractured. The target lesion was located in the liver. A 200cm x 10cm fathom -14 was selected for use. During the procedure, it was noted that the guidewire was fractured inside the patients body. After crossing, the microcatheter was withdrawn and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the guidewire was fractured. The target lesion was located in the liver. A 200cm x 10cm fathom -14 was selected for use. During the procedure, it was noted that the guidewire was fractured inside the patients body. After crossing, the microcatheter was withdrawn and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.